Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump; the customer was provided with instructions for returning the malfunctioning pump and will receive a replacement with updated software. The customer will use multiple daily injections as a backup therapy and has acknowledged the steps needed to manage the new pump upon delivery.